Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited corrosion in the light guide rod. There was no patient involvement.

Manufacturer narrative:
B3 - the date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, regarding the corrosion in the light guide rod, the cause was due to processes such as aging and permeation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.